Event description:
The recipient reportedly experienced partial insertion, ossification, facial nerve stimulation, and loudness growth issues. A CT scan revealed some electrodes were not fully inserted. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.